Event description:
It was reported that prior to use on a pt, leakage was noted at the gast outlet of the oxygenator. No clinical consequences were reported. Ref.: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted if add'l info becomes available.